Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Images of the explanted devices were provided. A view of the bearing surface of the insert showed pitting and evidence of third body indentations. No further observations could be made from the provided images. Medical records received and evaluation: not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened

Event description:
The arthroplasty was revised due to mild m/l laxity. The components were implanted in situ for approx 3.3 y. The tibial insert and femoral components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Other device listed in this report: cat. No.: 5510f602, triathlon cr fem comp #6 r-cem, lot code: skymy. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Device not returned.

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Other device listed in this report: cat. No.: 5510f602, triathlon cr fem comp #6 r-cem, lot code: skymy. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Device not returned.

Event description:
The arthoplasty was revised due to mild m/l laxity. The components were implanted in situ for ~ 3.3 y. The tibial insert and femoral components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 7.